Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and chronic transvenous defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed and cause an inhibition of ventricular pacing.